Event description:
Additional information received reported sutures were not used in the procedure.

Manufacturer narrative:
Based on additional information received this event no longer meets reportability requirements and is no longer deemed reportable.

Manufacturer narrative:
Although requested, additional information regarding the event was not provided and the lens was not returned for investigation. A device history record (DHR) review did not find any non-conformities or anomalies related to this event. The trend analysis, risk analysis and/or directions for use review were considered acceptable, with the product performing within anticipated rates. Based on the information provided, a root cause could not be determined.

Event description:
It was reported that lens was stuck in the delivery device during insertion of an intraocular lens into the eye. A backup lens of unknown model was successfully implanted and sutures were required. Additional information was requested, but not received.